Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens(iol) implant procedure the plunger did not engage the lens but passed underneath, the lens was recovered and loaded into the company cartridge with company injector but when washed the lens was found to be scratched, probably by the piston. The surgery was completed with the company replacement lens. There was no patient harm. Additional information has been requested.